Event description:
On the day following the implant it was noted that there was non-capture and inappropriate sensing. The patient was returned to the lab for troubleshooting of this issue. The device was disconnected from the lead. Pacing system analyzer revealed that the threshold was 1.4v and sensing was at 8.0mv. Lead impedance was 483 ohms. The lead was then reconnected to the device which continued to display non-capture and inappropriate sensing. The device was replaced with a new pacemaker.